Event description:
It has been reported to philips that, system would not turn on its own, had to manually turn on host pc to get the system to boot. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has intermittent boot up issue because of host pc. The engineer replaced the host pc and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.